Manufacturer narrative:
(B)(4). Approximate age of device: 46 days. The pump was not explanted for return to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The patient had reportedly been in cardiac arrest for which the emergency medical services gave multiple rounds of epinephrine and the heart rhythm was noted to be ventricular fibrillation and pulseless electrical activity. The cause of the cardiac arrest was not reported. A submitted log file (dated 07/12/2016) analyzed by the manufacturer's technical services representative contained transient elevations in pump power and estimated pump flow values on (B)(6) 2016 from 01:40 pm to 04:01 pm. At approximately 04:02 pm, a series of events were recorded which were reportedly due to the emergency room staff removing the system controller from use. No atypical alarms were recorded in the log file prior to the disconnection of power sources. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The patient pump was not explanted. A correlation between the patient's expiration and the device could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.